Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched and there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home via a competitor indicating the patient was deceased and died of a cardiac arrest. Additional information received indicated the patient had called for emergency medical services (ems) due to flu like symptoms and difficulty breathing. Patient was on home oxygen and while walking to the ems gurney collapsed. Patient was apneic with no palpable pulse. Resuscitation efforts were started and cardiac rhythms were pulseless electrical activity, asystole and ventricular fibrillation. External defibrillation was used and the patient was transported to the emergency room where resuscitation efforts continued but were not successful. It was further noted that the patient had extensive anasarca and jugular venous distension.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home via a competitor indicating the patient was deceased and died of a cardiac arrest. Additional information received indicated the patient had called for emergency medical services (ems) due to flu like symptoms and difficulty breathing. Patient was on home oxygen and while walking to the ems gurney, collapsed. Patient was apneic with no palpable pulse. Resuscitation efforts were started and cardiac rhythms were pulseless electrical activity, asystole and ventricular fibrillation. External defibrillation was used and the patient was transported to the emergency room where resuscitation efforts continued but were not successful. It was further noted that the patient had extensive anasarca and jugular venous distension.